Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time and date were incorrect. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot the reported issues, however no response was received and therefore no additional information could be obtained.